Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely due to patient and procedure related factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device not returned.

Event description:
Edwards received notification from our affiliate in israel. As reported, this was a case of an implant of a 23mm sapien 3 valve in aortic position by transfemoral approach. The native valve was severely calcified. Valve area was 312mm2, avg stj 18mm, avg sov 27mm. During the procedure, it was implanted a 23mm sapien 3 valve without bav and it seemed the valve was partly opened so a valve post-dilatation was performed. After valve post-dilatation an annular rupture was suspected. The patient moved to surgery for aortic root replacement and rca bypass. The 23mm sapien 3 valve was explanted and a 21mm non-edwards valve was implanted. Patient was hospitalized, intubated but stable and getting better.